Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had error code 13.1033.149 (software timing issue). Clinical engineering has to replace the logic board to correct this issue. No patient involvement and no patient harm.